Event description:
Hcp reported pt presented 3/2004 with signs of an infection of the device pocket. These include redness, swelling, and pain. Cultures of the device pocket were taken. Results unk. The pt was treated with both IV and oral antibiotics and total device system explant. Hcp reports pt's infection is now resolved.